Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 709949,700549) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release, ulnar nerve decompression and uterine dilation and curettage. Previously administered products included for an unreported indication: mirena. Concurrent conditions included endometriosis since (B)(6) 2018 and weight normal. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2017 to (B)(6) 2019, clonazepam since (B)(6) 2017, fluoxetine from (B)(6) 2017 to (B)(6) 2017, nsaids, ondansetron from (B)(6) 2018 to (B)(6) 2019 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with alprazolam, escitalopram, phentermine and surgery (hysterectomy with bilateral salpingectomy and ablation on (B)(6) 2010). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and weight increased had resolved, the depression, anxiety, dysmenorrhoea, dyspareunia and abdominal pain lower was resolving and the nausea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) . She had received treatment for following events" pain, bleeding, psych injury and weigh gain". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded the fallopian tubes are fully occluded bilaterally without free spill of contrast into the peritoneal cavity. Conclusion: successful tubal occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event outcome of depression and anxiety were updated as recovering/resolving. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 709949,700549) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release, ulnar nerve decompression and uterine dilation and curettage. Previously administered products included for an unreported indication: mirena. Concurrent conditions included endometriosis since(B)(6)2018 and weight normal. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2017 to (B)(6)2019, clonazepam since (B)(6)2017, fluoxetine from (B)(6) 2017 to(B)(6)2017, nsaids, ondansetron from(B)(6)2018 to (B)(6) 2019 and paracetamol (acetaminophen). On (B)(6)2010, the patient had essure inserted. In(B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with alprazolam, escitalopram, phentermine and surgery (total hysterectomy (uterus and cervix removed) hysterectomy with bilateral salpingectomy and ablation on (B)(6) 2010). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and weight increased had resolved, the depression, anxiety and nausea outcome was unknown and the dysmenorrhoea, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 155 lbs. She had received treatment for following events" pain, bleeding, psych injury and weigh gain". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6)2010: essure device was successfully occluded the fallopian tubes are fully occluded bilaterally without free spill of contrast into the peritoneal cavity. Conclusion: successful tubal occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff information form received. Events¿ pelvic pain, menorrhagia, vaginal bleeding and weight gain¿ outcome were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and pelvic pain ('physical pain') in a (B)(6) year-old female patient who had essure (batch no. 709949, 700549) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release, ulnar nerve decompression and uterine dilation and curettage. Previously administered products included for an unreported indication: mirena. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) hysterectomy with bilateral salpingectomy and ablation-(B)(6) 2010). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, depression, anxiety, nausea and dyspareunia outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded the fallopian tubes are fully occluded bilaterally without free spill of contrast into the peritoneal cavity. Conclusion: successful tubal occlusion. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs received lot number was added. Case becomes incident. Events "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdomen pain" were added. Outcome of events " pain, lower abdomen pain and dysmenorrhea" were updated as recovering. Reporter, patient and product information were added. Patient aka name was added. Concomitant drug and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('menorrhagia') in a 28-year-old female patient who had essure (batch no. 709949, 700549) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release, ulnar nerve decompression and uterine dilation and curettage. Previously administered products included for an unreported indication: mirena. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In june 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In july 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) hysterectomy with bilateral salpingectomy and ablation on (B)(6) 2010 essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety, nausea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded the fallopian tubes are fully occluded bilaterally without free spill of contrast into the peritoneal cavity. Conclusion: successful tubal occlusion.. Lot number: 700549 manufacture date: 2010-01 expiration date: 2013-01 lot number: 709949 manufacture date: 2010-01 expiration date: 2013-01 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 709949, 700549) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release, ulnar nerve decompression and uterine dilation and curettage. Previously administered products included for an unreported indication: mirena. Concurrent conditions included endometriosis since (B)(6)2018 and weight normal. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6)2017 to (B)(6)2019, clonazepam since (B)(6)2017, fluoxetine from (B)(6)2017 to (B)(6)2017, nsaids, ondansetron from april 2018 to (B)(6)2019 and paracetamol (acetaminophen). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6)2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with alprazolam, escitalopram, phentermine and surgery (total hysterectomy (uterus and cervix removed) hysterectomy with bilateral salpingectomy and ablation on (B)(6). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain lower was resolving and the depression, anxiety, nausea and weight increased outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6)2010: essure device was successfully occluded the fallopian tubes are fully occluded bilaterally without free spill of contrast into the peritoneal cavity. Conclusion: successful tubal occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received. New events added: weight gain. Outcome of the previously added event abnormal bleeding was updated to recovering/resolving. Concomitant drugs and reporter were added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.